Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced sustained hyperglycemia after eating pizza and a larger-than-usual dinner while using a cartridge-driven infusion set; blood glucose peaked at 406 mg/dl and remained elevated despite two supply replacements until tubing was filled and occlusions were checked, after which values began trending down without alerts or alarms, no backup therapy, and no professional medical intervention. Symptoms included nausea. Outcomes included transient impairment with no hospitalization. Investigation included guided troubleshooting and user education to inspect for occlusions and perform a fill tubing procedure. Investigation of this case revealed no device alarms or confirmed infusion set occlusion, and blood glucose trended down after completing fill tubing, aligning with postprandial hyperglycemia potentially exacerbated by meal size and composition. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.